Event description:
During hemicolectomy procedure, multiple staplers did not fire appropriately causing maceration of bowel. Additional bowel required resection because of tissue damage and ischemic appearing serosa.